Event description:
It was reported that after a peri-implantitis on the implant at tooth site # 47 and the removal of that implant, doctor noticed a mobility of the implant crown at tooth site # 46, that had been installed on a rotating screw. Patient returned and the procedure was completed placing a new crown and ti base. This complaint represent the loosening of the abutment screw at tooth site # 46.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event 61.5 years old. D4: additional device information unknown / not provided. E1: reporter email address unknown / not provided. G4: premarket identification k072642. H4: device manufacturer date unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D3. Manufacturer email address. G1. Contact office name and email address. G1. Contact office - manufacturer site - email address. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) ilrghg, (certain gold-tite large hexed screw) for evaluation. Visual evaluation and a functional test was performed, the screw had signs of use. The screw was returned attached to a crown. Unable to functionally test the screw. Unable to confirm loosening with all the available information. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the ilrghg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental : functional : loosening¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction could not be verified. The reported loosening event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.